Event description:
It was reported that episodes of far r-wave oversensing causing inappropriate mode switch was noted. This was also observed on merlin transmission. The oversensing was intermittent. The patient was brought into the clinic for further assessment. It is not known if programming changes were made. No further information is available. There were no patient symptoms reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.